Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used in treatment was not returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that might affect device performance include: device ability, surgical ability, spacing of implants and tissue condition. Influences unrelated to manufacture that could compromise product performance or integrity include: 1) use inconsistent with instructions for use recommendations. 2) inadvertent twisting or bending of the delivery needle. 3) incomplete needle penetration through meniscus. 4) difficulty with reaching the desired tissue location. 5) entanglement with other instruments or devices. 6) inadequate tissue conditions. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instruction for use contains precautionary statements and recommendations for proper use of product. Risk management files contain the reported failure. Product met specifications upon release to distribution.

Manufacturer narrative:
H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The needle overmold assembly was bent. The suture with the two attached anchors was not returned. The depth limiter button was not in the default position. The deployment needle was at the top of the deployment channel. A functional evaluation was performed. The deployment needle would not move. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Based on the information provided, both ts were removed from joint and a backup device was used to complete the procedure with a delay shorter than 30 minutes reported. No further, clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during knee arthroscopy after passing t1, t2 would not progress as the trigger would not retract back into starting position. Both ts were removed from joint and a back up device was used to complete the procedure with a delay shorter than 30 minutes. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.